Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the eval, the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive to false upstream occlusion alarms. The failed upstream sensor was replaced.